Manufacturer narrative:
Pc-(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Related events captured via 2210968-2022-04241 and 2210968-2022-04242. Trade name - (B)(6). Active ingredient(s) ¿ (B)(6). Dosage form ¿ (B)(6). Strength ¿ = (B)(6). Citation: chinese medical doctor september 2021, vol. 59, no. 27.

Event description:
Title: analysis on the therapeutic efficacy of barbed suture in scoliosis correction surgery. This study aims to evaluate the clinical efficacy of barbed suture and conventional suture in scoliosis correction surgery. From january 2014 to august 2020, a total of 60 patients who received spinal curvature were randomly divided into barbed and vicryl groups using their lumbodorsal fascia. 30 patients (14 males and 16 females) age 14.00 ± 10.77 with barbs and 30 patient (13 males and 17 females) age 18.18 ± 12.81 with common barbs. The barb suture is provided by johnson & johnson company (model: sxpp1a405), while the common suture is provided by johnson & johnson company (model: sa86g). During surgery, 1-0 barbed fascia and muscle were used from the spine, 2-0 vicryl was used subcutaneously, and 2-0 vicryl was used subcutaneously. 1-0 vicryl suture was used for common muscle and fascia, 2-0 vicryl suture was used for subcutaneous tissue, and 2-0 vicryl suture was used for skin. After the middle lumbodorsal fascia is closed, it is often necessary to inject water through the drainage tube to inject the tightness of the lumbodorsal fascia and the vertebral plate space. Reported complications included: barbed suture group: (n=?) Hemorrhage (n=?) Breakage of barbs. (N=?) Incidence of wound complication. (N=2) oral complexity (n=?) Fascia leakage rate. (N=?) Infection. (N=10) not good primary sealing condition. Conventional suture group: (n=?) Hemorrhage (n=?) Incidence of wound complication. (N=3) oral complexity. (N=?) Fascia leakage rate (n=?) Infection. (N=2) not good primary sealing condition. It was concluded, that the use of barbed suture in suture of lumbodorsal fascia in scoliosis surgery is a safe and effective surgical suture technique, which can significantly shorten suture time and improve the primary closure efficiency of fascia, thereby improving the surgical efficacy and reducing the occurrence of corresponding complications. It is a clinical suture material and means worthy of being widely popularized.

Manufacturer narrative:
(B)(4). Date sent to the FDA: (B)(6) 2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested but unavailable: does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics?